Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No display anomaly or battery out limit alarms were noted. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had no up arrow button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer reported via phone call that the numbers were ramping up on their insulin pump. The customer stated the issue occurred after receiving a battery out limit alarm. The customer stated they did not leave the battery out of the insulin pump for a greater time than allowed. The customer's blood glucose was 13.9 mmol/l. The customer did not have a new battery to test the insulin pump at the time of the call. Customer also reported the act and escape button were not responding on their insulin pump. The customer was advised to revert to a back-up plan as their insulin pump needed to be replaced. The customer agreed to return the insulin pump for analysis.